Event description:
According to the reporter: endocatch gold broke off in patient during surgery leaving distal 8 inches of product. The piece was removed during surgery. Patient not harmed and no further complication was reported.

Manufacturer narrative:
(B) (4). (B) (4).